Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The following physical damage was noted: cracked lcd window and cracked battery tube threads. The unit was received without its battery cap. (B)(4).

Event description:
The customer reported via phone call that she went to the hospital to treat her high blood glucose of 445 mg/dl. The patient was given sixteen units of insulin via injection at her doctor's office. She was not admitted to the hospital. Prior to the high blood glucose, the customer dropped the insulin pump and the top of the battery cap went missing. The device also sustained three smell cracks on the screen. The insulin pump was returned for analysis.